Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 600+ mg/dl. Customer was hospitalized for diabetic ketoacidosis. The customer had seizure and high readings prior to hospitalization. Customer was treated with insulin drip and lantus. Troubleshooting was performed and it was found that the pump was exposed to water. The insulin pump was returned for analysis.